Manufacturer narrative:
Since the literature described "hook knife", olympus selected "kd-620lr" as a representative product. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "usefulness of general anesthesia management in esophageal esd by expert and trainee". To clarify the usefulness of general anesthesia management in esophageal esd at initiation. Type of adverse events/number of patients: among the cases completed by trainee, as postoperative complications: pneumonia (0.9%). Postoperative bleeding (0.9%). There is no report of any olympus device malfunction in any procedure described in this study.

Event description:
In the medical opinion of the author, the olympus device did not cause malfunction nor the adverse events reported but were caused by the surgeon's technique.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device history record was unable to be reviewed for this device since no product malfunction was reported. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the reported event is an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.